Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient could feel the leads because they were thin and there was a problem at implant due to it. It took a long time to get everything connected and the health care provider (hcp) had a hard time finding fat. The patient sometimes got a shock when lying in bed and this started in 2015. The patient programmer battery indicator was showing ¾ empty. The patient confirmed that their implantable neurostimulator (ins) was off and that was probably why they had been having problems recently. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.